Event description:
It was reported that the patient presented in the ER due to a near syncopal episode. High impedance and loss of capture were observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.